Event description:
It was reported that cardiac perforation was observed during implant of the left ventricular (lv) lead. The lv lead was repositioned and successfully implanted. The patient was stable and will continue to be monitored. There were no adverse consequences.